Manufacturer narrative:
The peritoneal infection occurred on an unspecified date in the middle of (B)(6) 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection. The cause of the event was reported to be due to a fungal infection. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified drug (dose, route, duration and frequency were not reported) for the event. At the time of this report, the patient has recovered from the event. Pd therapy was continued "at the earlier stage" of treatment and was withdrawn "at the later stage" of treatment. No additional information is available as the reporter declined follow up.